Manufacturer narrative:
The reported event could not be duplicated. Preventative maintenance was performed, and the device was returned to the customer.

Event description:
It was reported that at the user facility the device was chewing blade tips off. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was chewing blade tips off. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.